Manufacturer narrative:
The device was tested at the lares factory and the device operated as intended with acceptable increase in temperature.

Event description:
Dr. Indicated the device become hot during crown preparation dental procedure.